Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent multiple previous surgeries, the last one on (B)(6) 2017, l1 ¿ s1. During revision surgery on (B)(6) 2019, it was observed, that one screw was broken (could not be retrieved) and at least 4 inner set screws were loose; 2 of them were found beside the construct in the soft tissue. The result was heavy metallosis, pseudarthrosis in 2 levels and sclerosis in the levels with loose inner set screws. The following material was removed: expedium verse advanced: 3x 6mm, 3x 7mm, 5x 8mm. 12 inner set screws. 2 pieces of 279762480.